Event description:
It was reported that during implant, when the new lead was tested with the system analyzer, low pacing lead impedance was observed. The lead was repositioned and the low impedance remained. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.